Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) female who underwent breast augmentation revision with an unknown mentor gel implant experienced a right sided double bubble deformity post procedure. Additionally, the patient had a surgery in which a capsule was removed from the right breast. Ultimately, bilateral prosthesis replacement with new gel implants was performed. The patient¿s previous set of implants were reported under 1645337-2020-09775 and 1645337-2020-09776.